Event description:
Complainant alleged that during biomed testing, the device would not power up. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical corporation. The customer's report was observed and attributed to a filter-inductor on the digital board. The digital board was replaced to remedy. The digital board was scrapped. The device was recertified and returned to the customer. No emerging trend based on similar reports.